Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. H3 other text : device remains implanted in patient.

Event description:
It was reported that the patient fell on (B)(6) 2023 onto left posterior/lateral shoulder. X-ray (B)(6) 2023 shows no fracture. On (B)(6) 2023 patient heard & felt a tear in the posterior part of shoulder while changing her shirt. Went to emergency room (ER) on (B)(6) 2023. X-ray showed mildly comminuted fracture through the acromion without appreciable displacement. No dislocation of device.

Event description:
It was reported that the patient fell on (B)(6) 2023 onto left posterior/lateral shoulder. X-ray mar 3 2023 shows no fracture. On (B)(6) 2023 patient heard & felt a tear in the posterior part of shoulder while changing her shirt. Went to ER on (B)(6) 2023. X-ray showed mildly comminuted fracture through the acromion without appreciable displacement. No dislocation of device.

Manufacturer narrative:
The reported event was confirmed through the evaluation of a medical expert. The medical opinion of a medical expert was requested to evaluate the risk of this event: the event of a scapular fracture can be confirmed on the x-rays. The event is possibly linked to the study device and most likely to the sustained fall. The x-ray shows indeed no fracture after the fall in (B)(6) 2023, yet one week later an acromion fracture happened. This fracture most likely related to the fall. The study device looks fine in all radiological aspects. It is possible that the rtsa in this patient has made the acromion more susceptible for a (traumatic) fracture. Based on the above investigation and provided information, the root cause was attributed to a patient related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.